Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had their device explanted two years previous. When the system was explanted, a portion of the lead remained in the patient's body. About a week later, it was reported that the lead "fragments" were seen upon doing a regular x-ray for an MRI. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
After additional review, it was reported that the patient needed an MRI. It was noted that they took the device out for the MRI. Upon taking the device out, they never took the whole lead out. It broke in the patient and the healthcare provider never extracted the entire lead.